Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed hardware low level failure alarm as well as failed battery test alarm. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. Assisted with performing a self test and self test was failed. Customer was able to pump rewind. Customer also reported high blood glucose symptoms such as nausea and vomiting. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. No unexpected pump error 63 alarm noted during testing. However, hardware low level failures alarm confirmed in the insulin pump history due to broken trace at pin1, keypad assembly.